Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported event cannot be verified. A two-year lot history review of similar events was unable to be conducted due to the unavailability of the lot number. DHR was unable to be reviewed due to the unavailability of the lot number. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; - do not apply side or bending loads. - application of side or bending loads may result in device breakage and risk of tissue damage or debris. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Information received via medwatch (B)(4), which was filed as a voluntary distributor report indicated that during the procedure a right shoulder arthroscopy, the tip of a 30-degree awl, product number 8201, broke but was retrieved in its entirety by the surgeon. The broken tip was matched perfectly with the remaining surgical instrument used to scrape the bone. Another awl was used to complete the procedure. No patient harm was reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.